Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm also had power error detected alarm. The customer¿s blood glucose level was 251 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated they was performed self test and it was failed and also they was performed displacement test and no reservoir detected appeared. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. However, device alarmed pump error 63 during the self test and pump error 63 is found in the formatted history file due to broken traces at u1 keypad assembly. Device was monitored for several hours and no unexpected power error 25 alarm noted during testing.